Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the bluetooth connection difficulty recurred in this room and in the presence of the same computer system.

Event description:
It was additionally reported that the issue of the adapter flashing blue quickly and then going back to a solid clear color was not an ongoing issue for the hospital.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a loss of connection between the system controller and heartmate touch app was confirmed. The submitted photo showed the heartmate touch app displaying the ¿disconnected system controller¿ message due to a loss of connection between the heartmate touch app and system controller (B)(6). The time and date on the tablet at the time of the photo was 9:44 am on 15jan2024. Data from the reported event date of 15jan2024 in the submitted framework file was reviewed. The heartmate touch app was launched at 9:32:13. The heartmate touch app was connected to the wireless adapter at 9:35:13 and was connected to (B)(6) at 9:35:33. The heartmate touch app was then re-launched at 9:45:21 the framework file does not capture disconnections between the system controller and heartmate touch app; however, the re-launching of the heartmate touch app at 9:45:21 is consistent with the provided information that a new session was started to re-establish the connection, which was lost at approximately 9:44 per the submitted photo. The wireless adapter was reconnected at 9:45:35 and (B)(6) was reconnected at 9:45:40. No other notable events were captured on 15jan2024. The reported event of a loss of connection between the system controller and heartmate touch app was further investigated onsite by abbott engineers at the alfred hospital; however, the issue was not reproduced during testing and the root cause could not be determined from the engineering investigation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents instruct the user to enter the heartmate touch wireless adapter code in the bluetooth pairing request box and press "pair" when the bluetooth connections window appears. These documents also explain that the "if the heartmate touch wireless adapter is not paired within 30 seconds, the connection process (pair) will be canceled". Additionally, it is noted that the passcode is required for first time pairing between the adapter and tablet only. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app and the connection failed - heartmate touch app error messages, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate touch lost connection to the system controller during the pump priming phase of device setup. The priming was completed, and the issue occurred prior to disconnecting the driveline from the modular cable. The session ended and required reconnection. The perfusion team also noted failure to connect the adapter to the heartmate touch when the device set-up was completed, and the equipment was moved into the theater ready for the implant query. The bluetooth dongle button was depressed, and it was noted that the dongle flashed blue and went to the heartmate touch. Heartmate touch wireless adapter MFR # 2916596-2024-00462.